Event description:
It was reported that the pump reset unexpectedly. Customer resumed insulin delivery successfully. Customer¿s blood glucose level was 180 to over 400 mg/dl. Reportedly the customer was ¿feeling sick¿ from the elevated bg. Customer addressed the elevated bg by administering a manual insulin injection.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.